Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller malfunctions; the controller value has changed without notice. The numerical values set at the hospital at the end of june are different. Stimulation was not felt. The patient is scheduled to a medical consultation in august. Charging is done every day; the stimulator is 100% and the controller is 100%. Patient asked if the stimulator could be the cause of the patient's lack of physical activity. There were no known environmental, external, and patient factors that may have caused the event. First of all, it was in the "stimulation off" state, so the patient changed it to "stimulation on". Furthermore, adaptivestim in each program was set to 1 off, 2 off, 3 off, 4 off. The function was explained to the patient, but it was the patient's first time seeing the adaptivestim screen, so the patient turned it on upon operating the the screen. Also, the patient was instructed to adjust the values using the ¿¿ buttons so that the patient can feel comfortable stimulation. Patient can adjust it but does not know how to change it. Patient could not do it and feels anxious. The patient feels reluctant to operate the buttons alone. Patient was told to consult with the medical institution as well as there are times when the patient feels sluggish. Patient said that it was difficult to make a reservation. Patient will wait and see how it goes for a while. The issue was not resolved at the time of the report. The patient status was asked but unknown. Additional information was received. It was reported that adaptivstim seemed "off" when the "numerical values set at the hospital at the end of june are different" happened. The "controller malfunctions" report was referring to the fact that the patient himself may operate the controller, and the numerical value is changed accordingly. It was reported that the mdt device, therapy, or nuance unique to the implant procedure (where applicable) was not causal or contributory with respect to the times when the "patient feels sluggish". Regarding the cause of the numerical values being different than what was set at the hospital, the manufacturer representative (rep) responded that although adaptivestim is set, it was not properly understood that the numerical value changes depending on the posture, and the value changes due to the patient himself operating the controller. The actions taken were that adaptivestim was turned on by the call center and the details will be checked at the next outpatient consultation in august. Regarding the resolution of the numerical values being different, it was reported that it seems to be used without any problems at the moment. The cause of the stimulation not being felt was that the stimulation was turned off. The actions taken were that, according to the guidance of call center, stimulation was turned back "on". The issue has since been resolved. Regarding if the mdt device, therapy, or nuance unique to the implant procedure (where applicable) was causal or contributory with respect to "the patient's lack of physical activity", the rep responded that the patient is also suffering from a neurologist for another disease, which is thought to cause his sluggishness.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient themselves touched the controller and adaptivestim was turned off. The patient themselves turned it off. Normal stimulation was on. The setting was changed at the normal outpatient visit. The values were set according to each posture and were conveyed to the patient. It was clarified that the patient was not hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.